Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: samples received for investigation, one infusion bag, five protectors, and a vial. Upon visual inspection, no damage or leakage found on the samples. There is a piece of metal coming from the metal seal protecting the rubber stopper of the vial. This may have been produced due to the material of the rubber stopper as only the tip of the needle can be seen. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. The rubber stopper being used should not be used with p50j, as the cannula does not correctly pass through the entire wall of the stopper. This is generating coring. The stopper is usually used with protector p55, which has a much longer cannula and is made of polypropylene. The lot number is unknown, so the device history record review (DHR) and quality notification (qn) review could not be performed. Fragmentation testing is performed as per procedure, to evaluate any particles generated by the injector when coupled to other components after ten activations. Although phaseal needles are designed to reduce coring, there are several factors that can influence the tendency to coring. Membrane coring can occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Rubber stopper coring can occur depending on the quality of the stopper, the design and dimensions of the needles used, or if a bad connection of the protector is made or an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. It is important to ensure that the vial is not expired, as this may affect the quality of the rubber stopper. The protector must be fixed completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate the connection of the protector to the vial.

Event description:
It was reported that while preparing imfinzi with the bd phaseal¿ protector p50j, coring occurred in the infusion bag. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "during preparation of imfinzi, small pieces were found in the infusion bag. The drug that seemed to be usable was aspirated from the infusion bag."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while preparing imfinzi with the bd phaseal¿ protector p50j, coring occurred in the infusion bag. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6): "during preparation of imfinzi, small pieces were found in the infusion bag. The drug that seemed to be usable was aspirated from the infusion bag."